Event description:
A customer reported experiencing problems with damage to the housing and usb port of their pump. It was unclear if this issue had any adverse impact on the customer's blood glucose level. The customer service team attempted to follow up for more information, but the customer did not respond to the initial contact. A second follow-up email was sent, after which the case was closed.